Event description:
The medwatch report alleges the pt stood up when the chair was still on. The chair allegedly lunged forward and to the left throwing the pt into an end table and trapping their right leg under the chair. Serious injury is alleged.